Event description:
It was reported that upon removal of the ureteral catheter after approx two days in place over the weekend, two and one-half inches of the tip had broken off inside the pt. The dr had to go back in and retrieve the indwelling portion from the pt's ureter. No further complications were reported. Add'l info has been requested but not yet rec'd.

Manufacturer narrative:
A review of the device history record for the reported lot # found nothing that would cause or contribute to the reported problem. Upon inspection of the returned sample, the catheter was rec'd in two pieces. The larger proximal end section of the catheter measured 64 cm in length with the smaller section measuring 5.5 cm in length. A bend and flattening of the catheter surface over a 1 cm length across the surface on the large section approx 8.5 cm from the distal end was observed. Inspection of the areas surrounding the break between the two pieces showed evidence of fibers with no indication of shearing or cutting at the point of separation which is indicative of a stress related break. The total length of the two returned pieces of catheter totaled 69.9 cm against a cut to length spec requirement of 70cm +/- 1 cm. Tactile examination including multiple bend cycles showed the catheter to be pliable with no evidence of stress or resistance encountered. The result of the investigation indicates confirmation of user related catheter breakage during end use due to excessive torque and/or force. The polyurethane tubing (5french) raw material used in the MFR of this catheter was inspected and tested per sample size for elongation and tensile strength. No abnormalities were detected during this inspection of the raw material. This product is inspected 100% for product integrity and length, and inspected at a sample size for the following parameters: lumen ID, tip dimensions, stylet extension, tip straightness, eye condition, print and markings, eye location, acorn security, acorn od, tip shape and shaft identity.